Event description:
It was reported that four lifespan graft external support became undone after tunneling during a peripheral bypass lower extremity procedure. It was not determined if the grafts were checked prior to use. No injury was reported to the patient. Note: this is report 1 of 4 related to the first graft used in the event. Report 1220948-2024-00048, 1220948-2024-00049, and 1220948-2024-00050 were submitted for the second, third, and fourth devices involved in this event.

Manufacturer narrative:
The product was not returned for investigation; therefore, the root cause could not be determined. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Due to similar previous complaints CAPA 2022-013 was opened to further investigate this issue. Note: this is report 1 of 4 related to the first graft used in the event. Report 1220948-2024-00048, 1220948-2024-00049, and 1220948-2024-00050 were submitted for the second, third, and fourth devices involved in this event.